Event description:
It was reported that during a gastric sleeve procedure, the doctor had fired the device twice. On the third firing, the device made a crunching sound but continued to fire. When inspected, the left side of the staple line (patient side) the staples were formed correctly, but on the right side (specimen side) none of the staples were formed. The doctor and assistant noticed a yellow fragment that was broken away from the green reload. Case completed with doctor opening another device of the same product code, as well as over sewing the staple line to help prevent leakage. Unknown if there were no patient consequences.

Manufacturer narrative:
(B)(4). Device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information requested and received: just for clarification, you stated that on the specimen side, none of the staples were formed (were the staples malformed ¿ irregular in shape or were the staples missing ¿ not deployed on the target tissue)? The staples were deployed but not formed. They remained in their ¿u¿ shape. What other color cartridges were used before and after this event? First firing was with a black and a green before. A new device was used and two greens and two golds were used to finish. Was the instrument fired across or near an existing staple line or clip? The instrument was fired along the same staple line. It was the continuation of the sleeve. Were any of the forces higher or lower than expected (closing, firing, or opening)? There was no added force to close or open. The only comment was that during the firing there was a crunching sound, but no added force. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.